Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/10/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that the physician noted that the patient ((B)(6)) had a clot in the right atrium after a soundstar catheter was inserted to facilitate a transseptel puncture for a left atrial flutter procedure. The procedure was then terminated. Heparinized saline was used during procedure. The patient remained stable throughout the procedure and did not require extended hospitalization. The patient did not exhibit any neurological symptoms since the procedure was completed and was fully recovered. The patient had previous afib. Ablation the prior year and was taking anticoagulants. The physician did not see any product problem and did not feel that the bwi products were the cause for the clot. Generator parameters (power or temperature control mode) and thresholds : temp control mode, temp cut off 46c, power cut off 40w. The noted temperature, impedance and power 40w, 33c, 110 impedance.

Manufacturer narrative:
(B)(4). It was reported by the caller that after a right atrial flutter procedure a soundstar catheter was inserted to facilitate a transeptal puncture for a left atrial flutter procedure the physician then noted that the patient had a clot in the right atrium. The procedure was then terminated. The patient remained stable throughout the procedure and will be discharged to home. The physician did not feel that the bwi products were the cause for the clot. Upon received the catheter was visually inspected and it was found in normal condition. No clot observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passes. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the thrombosis remains unknown.